Event description:
It was reported that the patient had an infected baclofen pump and ¿they¿re going to take itout¿. It was later reported the patient was ¿doing well¿. The pump was removed because of infection from his replacement a couple of weeks before. He was given oral baclofen and other meds to ¿prevent withdrawal¿. It was later reported that patient went to the follow up visit and had staples removed. At that time the incision site looked fine. Four days later the home health nurse noticed the site was red and patient had a fever. The infection was at the pump site. We were not notified that the patient was having the pump explanted until the next day. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).

Event description:
It was later reported that the patient had an onset or diagnosis date of infection of (B)(6) 2013. The patient had his last refill on (B)(6) 2013. The patient did not have meningitis. It was reported perioperative antibiotics had been administered. The signs and symptoms included ¿fever (B)(6) 2013, redness (B)(6) 2013, swelling (B)(6) 2013, drainage (B)(6) 2013, pain (B)(6) 2013, incisional wound opening (B)(6) 2013¿. The primary location of the infection was the device pocket. A culture was obtained from the device pocket but the organism cultured was unknown. The treatment of the infection included IV antibiotics and total device system explant. The infection was resolved but the patient had withdrawal symptoms including severe spasticity, altered mental status, pain, sweating, rash and itching. The patient¿s risk factors before implant included urinary tract infections. The pump was infusing lioresal.

Manufacturer narrative:
(B)(4).